Manufacturer narrative:
Device history review and complaint history review could not be performed since no device information was provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as explanted products, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further.

Event description:
It was reported that the femoral head dissociated from stem leading to revision 6 years post op.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the femoral head dissociated from stem leading to revision 6 years post op.